Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a tka had been performed on an unspecified date, the patient underwent a revision surgery due to a broken post of unknown legion total knee prim tibial insert xlpe (yet the poly looked good with normal wear). Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested documentation, further root cause analysis of the reported event cannot be performed. The patient impact beyond the reported broken post and insert revision cannot be determined based on the information provided. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.